Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that with one of the patient's previous implants, one of the leads broke. The stimulation was not going down his leg the right way. New leads resolved the issue. No further complications were reported/anticipated.